Manufacturer narrative:
The device was manufactured at either: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a connection issue with a minicap extended life pd transfer set. This was described as ¿the patient end of the cassette that attaches to the dark blue body (female connector of transfer set) could not be removed¿. This was observed when the patient was trying to disconnect froma session of automated peritoneal dialysis therapy. As a result, the patient cut the tubing and clamped it off and went to the clinic the same day to have the transfer set replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.